Event description:
It was reported that the fowler was inoperable due to a malfunctioning fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.